Manufacturer narrative:
Itegra lifesciences corp is filing a distributor report base upon info provided by the user facility.

Event description:
On 10/24/2007 integra lifesciences received a letter from the FDA indicating that a voluntary medwatch had been filed by user facility on the endura dural graft. The following info was reported, "incident date: 2004; craniotomy for resection of tumor. Dura patch graft. FDA recall of graft. Suspect sterilization environment control failure. I&d of post op infection." Additional info obtained: a review of the complaint database from 10/01/2004 to present does not indicate the integra was aware of the incident. An integra rep spoke to the rep from the user facility on 10/29/07 to obtain additional info and a copy of the medwatch filed. The user facility did not retain a copy of the medwatch in their files. The rep at the user facility stated that they cannot implicate endura as the cause of the incident. The medwatch filing was the result of a voluntary recall and not due to the health professional or pt reporting the adverse event.